Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; there was only one set of setscrew marks on the is-1 pin, and it is too proximal which indicates the lead was not fully inserted into the device; full lead in segments returned and analyzed.